Event description:
Patient reported: in late 2006 - patient had an initial ventral hernia repair. She isn't sure which patch was used (catalog number 0010202, lot 43fqd171 and/or 0010205, lot 43lqd214), but both were billed to her. By seventeen days later, the surgical site was infected and had a strong odor. She is also diabetic, but is upset that her surgeon mentioned that as a possible reason why she developed an infection and has problems healing. Currently, she feels as though the hernia has recurred, and that she has bruising in the area of the repair.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. Refer to MDR 1213643-2008-00547 for information regarding to the other mesh that may be related to the event.